Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported), and extraneal viaflex, (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced bacterial peritonitis, not requiring hospitalization. On an unreported date, the patient began remedial treatment with continued daily ip injections of reflin, 1gm and tobramycin, 40mg. The root cause of the bacterial peritonitis was break in aseptic technique, described as patient made mistake. Event outcome was not reported. Dianeal was ongoing and action taken with extraneal was not reported. Concomitant medications were not reported. The consumer believed the event of bacterial peritonitis with culture positive for (B)(6) was unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies, however, did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.